Event description:
The customer reported the unit will not turn on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not turn on. There was no report of pt involvement. The device was evaluated at philips and the issue was verified the optical switch was found to be defective. Replacing the optical switch resolved the reported issue. The device passed testing and was returned to the customer.